Event description:
Pt was victim of mva and ems on scenee. After pt extricated from auto ECG placed on pt. No monitor, pt had strong femoral pulse. Leads (ECG) changed, gain increased, screen dead. Staff unable to treat ECG as unk compromising pt care.